Event description:
It was reported the device had rapid battery depletion, and the atrial lead had unacceptable thresholds and non-capture. Both were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The full atrial lead was returned and analyzed. Evaluation summary: (B) (4) no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The full atrial lead was returned and analyzed. Analysis of the device is in process; the results will be forwarded when available.